Event description:
Hamilton medical ag received the following event description: the report from hospital say: on (B)(6) 2026, at 03:10, the patient was admitted to the hospital with "progressive worsening of dyspnea for 3 days". Upon arrival, the patient exhibited rapid breathing and low blood oxygen saturation. Following medical advice, a ventilator with face mask was used to assist breathing. At 09:00 on (B)(6) 2026, the ventilator alarmed due to low tidal volume. Despite the nurse's intervention, the alarm remained unresolved. A standby ventilator was immediately substituted, and no further alarms regarding low tidal volume occurred after the replacement. The equipment department was contacted for maintenance. - no health consequences or impact - no intervention necessary. Awareness date at hamilton medical ag june 12, 2026.

Manufacturer narrative:
Hamilton medical ag reference (B)(4). Investigation is on going.